Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. It was stated that the customer was in a coma for 5 days due to a low blood glucose of 21 mg/dl. On (B)(6) 2015 the customer went low and the insulin pump did not alarm to wake the customer up. Customer was released on (B)(6) 2015. Customer has been trough therapy such as speech therapy and cognitive thinking and he can take 8 weeks of therapy to see his improvement. Father stated he feels maybe the hospital had kept the customer in an induced coma but he is not sure. Customer has stopped using the insulin pump and is on manual injections. Nothing further reported.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.